Event description:
The facility reported a flo-gard infusion pump with "power cord." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with power cord issue was confirmed during product evaluation. The root cause of the reported problem was determined to be a damaged ac power cord. Appropriate action was taken to correct the reported problem by replacing the ac power cord.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.